Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (unknown) (8 mg/ml at an unknown dose), bupivacaine (20 mg/ml at an unknown dose, and fentanyl (2000 mcg/ml at 999 mcg/day) via an implantable pump for unknown indications for use. It was reported that the reason for call was to find out what options a patient had since their pump has gone empty and the hospital could not fill the medication.  It was further reported the reason the patient was in the hospital was unrelated to the patient's device or therapy. It was noted on 2020-dec-02 someone in the hospital read the pump with a clinician programmer and determined the pump had 4.5 ml in the reservoir and was scheduled to hit low reservoir on 2020-dec-05. Tss calculated that it would have gone empty on 2020-dec-11 per the flow rate of the pump. The hcp was wondering if a company representative (rep) could come fill the pump with medication. It was reviewed that they could not do so, but that they could assist the staff with filling the pump if the pharmacist wanted to create the medication. The pharmacist reported they could not. Filling the pump with preservative free normal saline was discussed and that the rep could assist with that and discussing putting the pump to minimum rate since there was still drug in the catheter. It was reported they would likely proceed with that plan and the hcp planned to call the doctor's office to review the plan.